Event description:
It was reported that during a routing follow-up visit, the clinician noted a drop in the r-wave amplitude on the right ventricular (rv) lead. The measurement was below the normal range. Intermittent far field r-wave (ffrw) sensing on the right atrial (ra) lead was also noted. The patient had reported not feeling well, short of breath. Both the rv and the ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 419688 lead, implanted (B)(6) 2011; d224trk ICD, implanted (B)(6) 2011. (B)(4).